Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (trunk cable connector does not latch with monitor) has been confirmed. Upon investigation, the electrode belt trunk cable connector was physically damaged, which prevented the electrode belt from mating with a monitor. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt trunk cable connector does not latch with a monitor.